Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17322. It was reported that the patient was experiencing ineffective therapy due their leads having migrated. The issue was confirmed via x-ray. Reprogramming was unable to resolve the issue. Surgical intervention may occur

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2022 during which the leads were repositioned, restoring therapy.